Event description:
As reported, this male patient's knee was revised due to poly wear. Failure to balance flexion gap. Poly is aged greater than 5 years. In addition, tibial cut is in significant varus in this case, and is a cause of failure.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Manufacturer narrative:
After further review of additional information received. (H3) the revisions reported was likely the result of improper bone preparation, imbalanced flexion gaps, and the combination of the slope++ inserts with posteriorly inclined tibial trays, which allowed for excessive posterior contact between the femoral components and the tibial inserts, especially medially, and led to the reported wear of the tibial inserts. Additionally, a contributing factor to the wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. However, this cannot be confirmed as the devices were not available for evaluation. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.